Event description:
Reporter indicated the pt presented with high lead impedance on a system diagnostic test. The pt has not experienced any trauma or manipulation to the device. The last known good diagnostic was a year ago. The pt's generator has been turned off to 0ma. X-rays were viewed by the physician and no discontinuities were visualized. The x-rays are being sent to the MFR for review. Good faith attempts to obtain additional info are being made, but have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.